Event description:
It was reported when an asymptomatic patient presented a merlin transmission, the device was found in backup vvi mode. The patient was brought into the clinic for further troubleshooting. The issue was resolved after a device download was successfully performed.